Event description:
It was reported that the patient underwent a thoracic spinal fusion where rhbmp-2/acs was implanted with a non-metallic spinal fusion cage on (B)(6)-2005. The patient then underwent another thoracic spinal fusion where rhbmp-2/acs was implanted on (B)(6)-2007. It is reported that the second surgery was performed in part because of damage due to the reportedly improperly performed first surgery, including use of failed hardware. The patient underwent a third spinal surgery where rhbmp-2/acs was implanted on (B)(6)-2010. It is reported that the third surgery was performed because of damage caused in the previous surgeries. It is reported that the patient sustained eminence damages. The patient reportedly sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).